Event description:
The complainant had an impella rp flex placed to support the patient who was failing after fistula surgery. The rp lost the optical signal, but the pump remained on until the family made decision to withdraw care. The patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The optical signal issue was updated to placement signal issue since product evaluation revealed an issue with the dp sensor. Clinical details state that there was a placement signal not reliable (psnr) alarm on the day of implant. They planned to leave in the pump despite the alarms. Data log review showed stable metrics until about 8 hours into the case when the placement signal (ps) drifts down slightly before going out of range with the pump flow. Optical parameters were stable during this time. Psnr alarm 1051 and 1052 were triggered, indicating a dp sensor issue. Ps returns briefly shortly after but then is out of specification for the rest of the case. The pump was returned and evaluated. The electrical resistance readings of the dp sensor lines were below spec. There was no biomaterial or damage found on the sensor. There was no evidence of blood in the blue handle, and no holes were found in the catheter. The root cause of the placement signal issue was most likely an electrical short due to the low sensor resistance readings but the cause of the short is unknown. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.